Event description:
It was reported that the infusion system was implanted in 2001 for intrathecal infusion of "ms" due to chronic pain. On the day of the event, exploratory surgery was performed due to a loss of pain control. The pump was found to be no longer anchored and the catheter was no longer connected to the pump. The catheter was removed and a replacement was connected to the pump with a universal connector. There were no reported pt complications.